Event description:
Approximately 1 year following the implant of 4 cypher stents the patient returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unknown if any restenosis was present or if treatment was required. Indication for initial evaluation is unknown. The target lesion was identified as the proximal right coronary artery with no lesion or vessel characteristics provided. The lesion was pre-dilated with a 1.5 x 20mm unknown balloon at 10 atms for 10 seconds x 3 inflation. The stents were deployed at 20 atms for 20 seconds in overlapping fashion. It is unknown if post-dilatation was performed.